Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 10 ml leaked. The following information was provided by the initial reporter: "after placing a catheter in the patient, the radio manipulator tested the line with a water-filled syringe: everything went well. When the syringe was removed, he noticed water on his hands without worrying about it. Then the catheter started to leak and quickly, and the radio operator put the syringe back on it. The liquid in the syringe, containing blood, then rose above the plunger, creating a risk of contamination for the staff (there was no high consequence). We can provide you with the device concerned (soiled) for inspection and expertise."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/25/2020. H.6. Investigation: a device history record review was performed for provided lot number 2004161 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, the physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, leakage through the plunger rod was observed. It has been determined that this incident resulted from damage to the plunger lip component. This type of damage can result from handling of the product during the manufacturing process or during the assembly process.

Event description:
It was reported that syringe s2 10ml leaked. The following information was provided by the initial reporter: "after placing a catheter in the patient, the radio manipulator tested the line with a water-filled syringe: everything went well. When the syringe was removed, he noticed water on his hands without worrying about it. Then the catheter started to leak and quickly, and the radio operator put the syringe back on it. The liquid in the syringe, containing blood, then rose above the plunger, creating a risk of contamination for the staff (there was no high consequence ). We can provide you with the device concerned (soiled) for inspection and expertise."